Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn off during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found within specification and the customer reported issue 'turn off' could not be reproduced during evaluation. The reported condition was not verified. The device was working as intended. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.